Manufacturer narrative:
(B)(4). Approximate age of device ¿ 36 days.  The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported brain hemorrhage could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient awoke on (B)(6) 2017 with a severe headache and was transported to the implanting center, during which time the patient became less responsive. Head CT showed right cerebellar hemorrhage with herniation. On (B)(6) 2017, suboccipital craniotomy, hematoma evacuation, and external ventricular drain (evd) placement was performed. It was reported that due to poor prognosis for any meaningful recovery and limited brainstem function family decided to withdraw care. The patient expired on (B)(6) 2017. No additional information was provided.